Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a fault of an electronic component or module within the display of the affected hrsv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found in system logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv displayed a vertical line down the left side of the display, successfully replicating the reported complaint. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system there was a vertical line in the left monitor. Field service engineer (fse) went onsite and the (hsrv) was replaced, which resolved the intermittent line disappearance in the surgeon console viewfinder. There was no report of patient involvement.